Event description:
It was reported that during a hip arthroscopy procedure using multivac 50 xl icw wand, the distal tip of the wand detached while inside the surgical site. The tip was retrieved using suction from a shaver. The site was flushed and x-rayed to ensure that no debris was left inside the patient. The procedure was completed without significant delay and no further patient complications were reported as a result of this event.